Event description:
The pump was nearing end of life and the patient had a fluid collection in the pocket at the last refill. While the patient was on the table for the pump replacement, the physician felt the patient had an infection. The pocket was cultured; the stat culture was negative. The old pump was removed; the new pump was placed in a subfacial pocket. The patient was discharged back to her nursing home and was reported to be doing well.

Manufacturer narrative:
(B) (4).